Manufacturer narrative:
Medical device expiration date: unknown. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that there was a foreign matter on the bd plastipak¿ concentric luer lock syringe. The following information was provided by the initial reporter: there was a sticky substance on the black part of the plunger.

Manufacturer narrative:
H6: investigation summary one sample was provided to our quality team for investigation. The product was visually inspected and no foreign matter or other substances were observed inside the syringe. Lubricant is employed during the syringe assembly process to lubricate the cylinders in the silicone station. The silicone employed in this product is a medical grade silicone authorized for product use. Silicone content tests are performed during the manufacturing process of each lot number. Testing was performed on the returned sample and results verified the silicone was within required limits, no excess of silicone was observed. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. As the lot involved in this incident is unknown, a device history review cannot be performed. While we cannot identify a direct issue, silicone can be visible due to issues related to poor distribution inside the barrel.

Event description:
It was reported that there was a foreign matter on the bd plastipak¿ concentric luer lock syringe. The following information was provided by the initial reporter: there was a sticky substance on the the black [part] of the plunger.